Event description:
After eeg treatements, became very anxious, agitatted, increased heart rate, difficulty breathing, with frequent and intrusive suicidal thoughts and ideation, psychodelic-rapid visuals when trying to fall asleep. Ended up in emergency room because I was having significant trouble breathing, rapid heart rate, etc. Stopped treatment nearly one month ago and continue to have significant symptoms including thoughts, rapid thinking, racing thoughts, psychodelic visuals when eyes are closed, difficulty falling asleep. I've reread the consent form which states no one had had significant side effects from this treatment. Dr gave eeg treatment using multiple operators of medical device - 4 different practitioners of device (there is nothing stating this in her treatment form. In addition, the consent form states that "no one" has had severe or signicant side effects from eeg treatment - certainly not suicide thinking.